Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
The sales rep report that the surgeon reported the following: a patient with a subtrochanter fracture had a long gamma3 nail implanted 4 months ago. Last week the patient came to the (B) (6) with a broken nail. The doctor removed the nail and inserted a longer gamma3 nail.